Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged 1280-000 retrograde targeting guide, batch number 231121, was received for investigation. Visual evaluation noted: wear and dullness along the device¿s edges. Surface damage and fading along the body. Fractured castle mechanism. Functional testing was not performed due to the damage to the device. Most likely reason for failure: wear and tear damage incurred over repeated usage and reprocessing. Manufacturing date: 2023. Refer to the investigation photos. The complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/17/2025, it was reported by a sales representative via (B)(4) that a 1280-000 retrograde targeting guide had both castle mechanisms break off the femoral nail jig. This was discovered during the case with no patient harm.